Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that in (B)(6) 2007 the patient presented with chest pain and diaphoresis. EKG showed 1mm of st segment elevation in the anterior and lateral leads with reciprocal changes. The patient was given nitroglycerin which resolved the chest pain. A repeat EKG showed resolution of the st segment elevation with persistant t-wave abnormalities inferiorly. Vascular access was gained via the right femoral artery. An unspecified jl 3.5 guide catheter was utilized to engage the left main and an unspecified guide wire was advanced. A 2.0x20mm maverick balloon was inflated at 8 atms with 70-80% residual stenosis. The 2.5x24mm taxus expressii drug eluting stent was deployed in the mid left anterior descending artery (lad) at 16 atms with 0% residual stenosis and timi iii grade flow. A 70% stenosed lesion in the proximal right coronary artery was treated with placement of a 3.5x16mm taxus stent with 0% residual stenosis. The patient was discharged on aspirin, plavix, toprol-xl, vytorin, and sublingual nitroglycerin prn. The patient presented in (B)(6) of 2008 with chest pain and diaphoresis with an anteriolateral myocardial infarction with bradycardia. Vascular access was gained via the right femoral artery. A 6fr jl4 guide catheter was utilized to engage the left main, and angio at this point showed a total occlusion of the proximal to mid taxus stent with thrombosis. An unspecified guide wire was advanced across the lesion with difficulty, going through struts of the stent rather than through the lumen during multiple attempts. A 2.0x15mm maverick balloon was advanced on the guide wire, however it did not appear to be advanced through the lumen of the stent on the guide wire. Therefore, the balloon was removed and additional attempts were made without success. The guide wire was then removed and exchanged with a pt choice guide wire which was able to pass through the lumen. A 1.5x15mm maverick balloon was inflated to 14 and 15 atms, and then a 2.0x15mm maverick balloon was inflated to 16 atms. Timi 3 flow was obtained. The patient's st segment elevation resolved as well as the patient's symptoms. The patient had discontinued his plavix 2 months earlier. Utilizing a bsc ivus catheter, the clot was still noted in the vessel "with some of the stent tines not opposed to the vessel wall and the vessel size was between 3.3 and up to 4.0 in some views". Therefore the physician utilized a 3.25x20mm quantum maverick balloon and dilated it to 18-20 atms. There was a nice step up and stepdown of the stent to the vessel wall and timi 3 flow was noted. No further clot was noted. There stent was widely patent before the first septal perforator. The first diagonal had about 80% stent jailing with relatively good flow. The patient was discharged 2 days later on aspirin and plavix.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4).